Event description:
The technical service rep stated the user had discrepant total psa results for two pt samples. All results are in ng per ml. Sample 1: original result was 0.083, repeat result was 4.58 twice and 4.6 twice. In 2009, the sample repeated as 4.7 twice and 4.71 twice. The user did not report the original result because the host computer system converted the result to less than 0.1 and they always repeat any results that are proceeded with less than. No treatment was affected since the original results were not reported.

Event description:
The technical service rep stated the user had discrepant total psa results for two pt samples. All results are in ng per ml. Sample 2: original result was 2.3 twice and 2.28 twice, repeat result was 5.4 twice and 5.38 twice. In 2009, the sample repeated as 5.4 twice and 5.44 twice. The user did not report the original result because it failed a delta check in the host system. No treatment was affected since the original results were not reported. No treatment was affected since the original results were not reported.

Manufacturer narrative:
The field service rep was unable to determine a cause after completing a check of the analyzer. He performed checks on the lld circuitry of the s/r and sipper probes, checked all adjustments of both the s/r and sipper probe, checked the mixing paddle speed and positioning and checked the s/r probe tubings for leaks. He also performed some realignments of the rack assembly to the main unit and rechecked the rack input stopping at the sampling position and the s/r probe ran the am & tsh performance tests with results in spec. The technical service rep was also unable to determine a cause and ran a precision run and all results were within precision guidelines.

Manufacturer narrative:
The field service rep was unable to determine a cause after completing a check of the analyzer. The performed checks on the lld circuitry of the s/r and sipper probes, checked all adjustments of both the s/r and sipper probe, checked the mixing paddle speed and positioning and checked the s/r probe tubings for leaks. He also performed some realignments of the rack assembly to the main unit and rechecked the rack input sopping at the sampling position and the s/r probe ran the am & tsh performance tests with results in spec. The technical service rep was also unable to determine a cause and ran a precision run and all results were within precision guidelines.